Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. The revision is required due to failure of the tibial component. Specifically, the tibial pegs of the infinity implant broke, resulting in tibial component failure. The revision is not due to normal disease progression and was not related to any issue during the primary procedure.